Manufacturer narrative:
Eval summary - sewing ring was partially dislodged upon receipt but was still firmly attached to valve. Remainder of valve was in specification. Surgeon acknowledged using tools in surgery in a manner not recommended in the labelling and actually cautioned against.

Event description:
During original surgery, the surgeon pushed on the valve sewing cuff "really hard" with forceps and in doing so pushed the cuff partially off the valve. He replaced the valve with another and the pt was fine at discharge.